Manufacturer narrative:
Based on the results of the investigation, a probable root cause could not be identified.

Event description:
It was observed that during the device evaluation, the subject device exhibited burn on plastic distal end cover. There was no patient involvement.